Event description:
It was reported that a user experienced intermittent bluetooth communication issues between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, associated with pairing under the wrong sensor type and use of an incorrect sensor code, which prevented glucose values from displaying on the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an incorrect setup procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.